Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 12-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was double clicking. A field service engineer found that tower door repeatedly failed and required recovery. Hardware test application showed doors opening and clicking repeatedly. Latch column was removed, cleaned, connections crimped and reseated, and conductive grease applied, but issue persisted. Door controller board was replaced, and all doors were tested. After recovery, nurse attempted to pull medications, but door failed and could not recover, requiring maintenance. Hta confirmed doors opened in test, but recovery was still blocked. Issue identified as known problem with version 1.11. Customer support center (csc) was contacted multiple times and engineer dialed in and found no failed doors in database. Old controller board was reinstalled, tower came up operational, and all doors tested successfully. The system functioned as intended after the field service engineer repaired the device.